Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted on (B)(6) 2023. The following day, the patient as sleeping and woke up at 2:30am feeling sick, had a headache, was dizzy and had a stomachache. The patient's mother checked a finger stick because the sensor had failed and the blood glucose was 762 mg/dl. The patient's mother took the patient to the hospital where the patient was diagnosed with diabetic ketoacidosis (dka) and treated with 3-4 bags of saline and 14 units of insulin. At the time of the report, the patient was still in the hospital, recovering. Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. Data was further investigated. Data shows that the sensor failed on (B)(6) 2023 at 3:24 pm. There was signal loss for 1.5 hours before and 4.5 hours after the sensor failure. The user did not receive the sensor failed alert until 8:04 pm at 50 percent volume through a bluetooth device. At 10:19 pm, the app sent another sensor failed alert at 50 percent volume through a bluetooth device and it was acknowledged at 10:34 pm. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted on (B)(6) 2023. On 10/26/2023, the patient as sleeping and woke up at 2:30am feeling sick, had a headache, was dizzy and had a stomachchace. The patient's mother checked a finger stick because the sensor had failed ane the blood glucose was 762 mg/dl. The patient's mother took the patient to the hospital where the patient was diagnosed with diabetic ketoacidosis (dka) and treated with 3-4 bags of saline and 14 units of insulin. At the time of the repor the following day, the patient was still in the hospital, recovering. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.